Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The event was manifested by abdominal pain and turbid effluent. The patient was not hospitalized for the event. On an unreported date, the patient was treated intraperitoneal ceftazidime (dose, frequency and duration not reported) and intraperitoneal cefazolin (dose, frequency and duration not reported) for peritonitis. Physioneal and extraneal therapy remain ongoing. Seven days after the event onset, the treatment was reportedly changed to intraperitoneal cefazolin (dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient is recovering. No additional information is available.